Event description:
It was reported that during a procedure, the bur broke. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H2: based on the original reported event, it was assessed that the event was reportable for malfunction. After obtaining additional information, we have determined this incident is not reportable, this event is not for a stryker bur. The product has been returned to the customer. H3: not a stryker device, no evaluation necessary. H6: the quality investigation is complete.

Event description:
It was further reported that the device was not manufactured by stryker.